Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) failed at final pack testing for battery voltage and vram chugs counter test. The device was returned to the reliability assurance laboratory for further analysis. ,